Event description:
Customer reported test strip vial has a different expiration date than the test strip box in which they were contained. No treatment. A request was made for return product and replacement product was sent.